Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and the plug could not be released. The indicator wire cowling locked against the handle assembly, but an audible click was not heard. There was no pulsatile flow observed from the bleed-back indicator. The procedure was completed with another exoseal device. There was no reported patient injury. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd and vascular sheath introducer were not retracted together until bleed back significantly slowed or stopped. The physician did not have the thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and the plug could not be released. The indicator wire cowling locked against the handle assembly, but an audible click was not heard. There was no pulsatile flow observed from the bleed-back indicator. The procedure was completed with another exoseal device. There was no reported patient injury. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd and vascular sheath introducer were not retracted together until bleed back significantly slowed or stopped. The physician did not have the thumb placed on the plug deployment button during retraction. One non-sterile vascular closure device 5f ¿ us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. A kinked/bent condition was found on the delivery shaft located approximately at 0.8 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. Functional analysis was conducted on the exoseal device. The cowling guard was deliberately disengaged and actuated per the intended use. A distinct auditory confirmation ("click") was observed upon engagement of the guard with the handle, indicating proper mechanical function. The indicator window functional analysis could not be performed since the wire could not be moved due to the kinked/bent condition of the delivery shaft as received. Due to the reported event for bleed back absent, amplified images of the component were taken. No evidence of blood residues was noted on the component, nor the tubing connecting the indicator and the delivery shaft. The internal mechanism of the device was inspected and no anomalies were found during the thorough inspection. The reported event by the customer as ¿vascular closure device (vcd) - no audible click¿ was not confirmed since functional analysis was conducted on the exoseal device. The cowling guard was deliberately disengaged and actuated per the intended use. A distinct auditory confirmation ("click") was observed upon engagement of the guard with the handle, indicating proper mechanical function. The reported event by the customer as ¿bleed-back indicator - bleed back issue - absent¿ and ¿indicator window - no change to indicator¿ were confirmed since no evidence of blood flow through the bleed back indicator was noted along with the functional analysis on the indicator window that could not be performed due to the inability to move the wire. A kinked/bent condition was found on the delivery shaft. Dimensional analysis of the inner and outer diameter on the delivery shaft are within specification. The cause of the condition found could not be conclusively determined during analysis, nonetheless the damaged noted on the delivery shaft could have contributed to the failures confirmed. The kinked/bent condition of the delivery may have contributed to the events reported and with the proper functioning of the device. In addition, vessel anatomy, such as the calcification reported, may have also been a contributing factor. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. However, based on the information provided, the exact cause could not be determined. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis does not suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.